Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced cannula site infection event on 12-dec-2025 due to which the patient went to emergency room and was prescribed cefalexin 500 mg. The issue occured with 2 infusion sets. Patient experienced the symptoms of dizziness at the time of the event which he relates to the vertigo when he had low vitamin d. The patient went to emergency room and was prescribed bactrim ds 800 m after he got diagnosed with mrsa (methicillin resistance staphylococcus aureus). On (B)(6) 2026, the patient was prescribed with doxycycline and suggested to see an infectious disease doctor. The infectious disease doctor prescribed linezolid which helped resolve the second cannula site infection. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.